Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "iabp shut off in use" is not able to be confirmed. The device was checked by a teleflex field service engineer and passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that while on a patient the unit stopped pumping and had to cycle power 5 times to get pump to resume pumping. There were no patient complications reported. The fields service engineer (fse) could not reproduce the reported problem with operation. There were no reports of patient consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while on a patient the unit stopped pumping and had to cycle power 5 times to get pump to resume pumping. There were no patient complications reported. The fields service engineer (fse) could not reproduce the reported problem with operation. There were no reports of patient consequence.